Event description:
Agent reported that a the tip of an apex fiche remained in the patient's body. 10 minutes delay in the procedure.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over torque during insertion. The device inspection revealed the following: the front tip of the returned self-drilling half apex pin is indeed completely broken / snapped off during insertion. The microscope investigation showed severe deformation of the screw thread. This indicates that far too much mechanical force had been applied during insertion which finally led to the breakage of the tip. The operative technique guide explains how to correctly insert the pin to avoid such an incident: "pin insertion guidelines when inserting the pin by power, using a low speed will limit the temperature increase, which can cause bone necrosis. Do not use excessive axial force. [...] Insert the pins 90° to the long axis of the bone to reduce pull in and push out forces on the pins." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Agent reported that a the tip of an apex fiche remained in the patient's body. 10 minutes delay in the procedure.